Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an one step button initial placement gastrostomy kit was used during a peg placement procedure. According to the complainant, during the procedure when the tube was advanced out of the patient's stomach, the tube was torn between the heatshrink and the white flex tube. The detached proximal part was outside the patient's stomach. The detached distal part with the button was removed through the scope using forceps. Reportedly, the incision size, pull force and pull method used were normal. The procedure was completed with another one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.